Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into the c zone. The length of sensor wear was days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their abbott diabetes care device. Customer reported a low reading of 4 mmol/l which was lower than a hcp meter in reading of 11 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and strip insertion. Unexpected characters were observed. Control solution testing has been performed and all results were within range specification. The observed unexpected characters appearance did not impact meter's ability to generate an accurate glucose reading. Therefore, the issue is not confirmed. At this time the strip has not yet been returned and a valid serial number has not been provided for the strip. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. The available tracking and trending reports were conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.